Event description:
Boston scientific received information that this patient heard beeping from her device. Device interrogation noted a message that the voltage was too low for projected remaining capacity. The device was explanted and replaced with a competitive device. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
A boston scientific technical services consultant stated the expected remaining longevity does not match what was measured and the device needs to be replaced. The consultant stated that a memory download could be performed and sent in for evaluation. The device was explanted and replaced with a competitive device. The explanted device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.